Manufacturer narrative:
(B)(4). Results: removal difficulties. Nosecone retracted into outer sheath. Conclusion: nosecone retracted into outer sheath. Removal difficulties.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was unremarkable. The delivery system was discarded. It was reported that after the stent graft was successfully deployed the physician forgot to retract the nosecone into the outer sheath prior to delivery system removal. After this was realized the physician retracted the nosecone into the outer sheath and successfully removed the delivery system. There was no injury to the patient and the patient is fine. No clinical sequelae were reported.